Event description:
Amiodarone precipitated out of solution with patient's IV line. Precipitation occurred post-filter. To nursing staff knowledge, infusion had only been run as primary infusion and was not y-sited with any other medication or fluids. Additionally, nothing was given via IV bolus using that line. Product details: nexterone (amiodarone) premix 360 mg/200ml ndc (B)(4) lot nc 119108 exp sep20. IV tubing details: exp 2022-01-2017 mis identifiers (B)(4). No unique identifiers found on filter. FDA safety report ID # (B)(4).